Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of a burning smell was confirmed during the evaluation performed by the pal (product analysis lab). The device was received inoperative. No rite testing was performed due to the inoperative state of the heating system. Based on the investigation completed by baxter, the root cause of the reported condition was due to a poor connection at the accomp board header, to heater pan interface which cause the overheated j4/p4 connector and blown fuses. The device's service history record was reviewed and no issues were identified that may have contributed to the burning smell. The reported difficulty of a burning smell by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. The device was sent to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center to report a power failure on a homechoice (hc) machine during fill 1. The hp stated the hc smelled like there was something burning inside the machine as well. The baxter technical service representative (tsr) explained the alarm and initiated a swap of the device. The hp is diabetic and is on insulin or diabetes medication. Therapy was discontinued prior to completion of two (2) full cycles. The hp was informed that missed therapy together with insulin or diabetes-related medication use may cause blood sugar to fall, and was advised to talk with his peritoneal dialysis registered nurse (pdrn) immediately after the end of this call. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention reported.